Manufacturer narrative:
Device a and b were received in good condition and no visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hande piece and the instrument. Device b: batch #c9c687, mfg date 3/2006, expiration date 2/2011.

Event description:
It was reported that the doctor tried the device with the second handpiece and generator and encountered intermittent activation. The doctor tried a second device and received an error 5 instrument error. The doctor tried a third device and managed to complete the case with no patient consequence. Two instruments to be returned for analysis.